Event description:
It was reported, that the video system center had no image. The issue occurred, during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8, and d9. Additional information added to field:h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was not confirmed. Based on the results of the investigation, it is presumed that the light intensity of main lamp is low occurred due to contact failure of connector caused by misaligned position of slide detection cover whereas the presumable cause for the event error code e226 and no image could not be identified. However, a definitive root cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.